Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(6), product type programmer, patient; product ID 3889-33, lot # va0gl32, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was initially reported on (B)(6) 2014 that the patient stated she was having pain in the tail bone which suddenly started a month ago. The patient states she has been urinating more during the night and this started a week ago. The patient programmer was on program 2 at 2.7. It was noted that the patient has an appointment with healthcare provider in a month. Additional information received from the healthcare provider on (B)(6) 2014 reported that there was a complaint of pain regarding the implantable neurostimulator (ins), but after exam it was not related to the device. There was greater than 50% symptom reduction. Diagnostic tests included a CT of the chest. The event cause was determined, but was not device related. The patient recovered without permanent impairment. It was later reported on (B)(6) 2015 that the patient was still having concerns with their device or therapy but had not sought further help. The patient noted their device was not working anymore. It shocked them on occasion. It felt like it flips and their left leg and foot hurt. Also, when they had it on a few days their bladder hurt.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported she had the device for urinary control and she had interstitial cystitis. Prior to the implant, she was getting up 20 times per night. At her 2 week check-up, she told the health care professional (hcp) it was the best thing that happened to her and it helped her symptoms for the first month. After the first month, her symptoms came back no matter which program or amplitude it was on. It was noted that it slowed up a little bit but no a lot. She still got up 4-5 times an hour all night long. The patient thought it was not connected. There was no trauma or fall related to this issue and the patient had not lost or gained any weight. The patient got shocks off and on continuous/ every now and then lightening down her leg. There was a return of symptoms. The implantable neurostimulator site hurt and her bladder hurt. Sitting hurt even when she was lying in bed, if she laid on her back it hurt. When she turned stim off, the pain went away after a few days. It felt like it was going past something when the patient had a bowel movement. The patient thought the implantable neurostimulator slipped some times. Also, her tailbone ached.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that she was not sure what caused the shocking pain down her left leg and at the incision site. Her bladder hurt all the time. She turned the device down and cut it off when she was shocked again. The device worked for about a month and since then, she was trying to find a setting that worked but had no luck. Her coccyx bone hurt all the time. She could not sit straight up due to the discomfort.